Event description:
It was reported that: at the start of the first case of the day, the patientt was induced via IV, intubated and ventilated, and the vaporizer was turned on. The patient was moved 90 degrees and the anesthesiologist noticed that the patient twitched. An anesthesia technician observed that the vaporizer was in the lock position, but not properly seated on the mount. It appeared that the vaporizer mounting mechanism was locked before it was placed on the mount. The technician locked the vaporizer correctly on the mount and the case was completed without incident.